Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced high blood glucose levels (500-600 mg/dl) and moderate ketones. The customer is using insulin pens for correction.